Event description:
The pt reported no sound while using their device. The pt's parent exchanged external equipment. However, the reported problem was not resolved. In 2002, the pt was seen at the implant center. Testing performed confirmed that the device was no longer functioning. The device was explanted. The pt was reimplanted with another clarion device.